Event description:
Reportedly, device was explanted after an implant duration of approx 4 mos. It was reported that the device had a hole in it. Device was explanted, due to leakage.

Manufacturer narrative:
Reported that the device had a hole in it. Device not returned.